Event description:
This lead was explanted due to high impedances. No known adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 updated report, this lead was capped on (B)(6) 2017 and remains in the body. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.